Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Addendum: this supplemental emdr is being sent due to additional medical records received. The information provided reports the patient experienced seroma following the non bard device related procedure in (B)(6) of 2010. The seroma appears to be due to the procedure from (B)(6) of 2010. Seroma is identified in the adverse reaction section of the IFU as known possible complication. There were no medical records related to the alleged explant of the sepramesh ip in (B)(6) 2012. With the current information on definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Updated fields: a2, b5, g4, g7, h2, h6, h10. H3 other text : not returned to manufacturer.

Event description:
As reported on 11/22/2017 the following was reported to davol by the patient's attorney: (B)(6) 2008 - the patient underwent surgery for repair of an incarcerated ventral incisional hernia, a bard sepramesh ip was implanted to repair the hernia defect. (B)(6) 2012 - the patient underwent an additional surgery to repair the hernia defect and remove it. Upon reasonable information and belief, all of the mesh was unable to be removed. The patient is allegedly currently scheduled to undergo a second revision surgery in or about (B)(6) 2017. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum: based on a review of medical records ni/ni/ni - patient underwent abdominal hernia repair with an unspecified mesh implant. (B)(6) 2008 - the patient underwent repair of incarcerated recurrent ventral incisional hernia with sepramesh ip, x6 sheets of seprafilm (non-bard davol) were used as adhesion barriers and a piece of alloderm (non bard davol) was used to assist in closure of the abdomen. The alloderm was placed directly on top of the sepramesh ip. (B)(6) 2010 - the patient underwent repair of an incarcerated ventral hernia with small bowel obstruction. The old (unspecified) mesh and the sepramesh ip were identified and noted to be intact. (B)(6) 2010, (B)(6) 2010, (B)(6) 2010, (B)(6) 2010 - the patient underwent incision and drainage of a chronic seroma. No infection identified. (B)(6) 2011 - the patient underwent repair of an incarcerated ventral incisional hernia, explant of previous implanted unspecified mesh.

Manufacturer narrative:
Addendum to previous information. This supplemental emdr is being sent to correct the product number and lot number reported for the bard/davol sepramesh ip; as well as, reporting additional information of manufacturing date and expiration date. With the current information a review of the manufacturing records was performed and found that the lot was manufactured to specification. With the current information available, no definitive conclusions can be made.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2008 - the patient underwent surgery for repair of an incarcerated ventral incisional hernia, a bard sepramesh ip was implanted to repair the hernia defect. On (B)(6) 2012 - the patient underwent an additional surgery to repair the hernia defect and remove it. Upon reasonable information and belief, all of the mesh was unable to be removed. The patient is allegedly currently scheduled to undergo a second revision surgery in or about (B)(6) 2017. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.